Manufacturer narrative:
Arjo representative was informed about an event involving clip sling and maxi move passive floor lift. It was reported that a patient was transferred from a bed to a wheelchair. During the middle phase of transfer (the resident was lifted away from the bed) the right shoulder clip detached from the spreader bar. The patient fell out from the device on the floor. As an outcome of the event resident sustained a head injury which was treated with 3 stitches to close the wound. The sling was withdrawn from use. After the event, the device was evaluated by the arjo representative. The lift testing did not reveal any malfunction which might lead to clip detachment. The sling was inspection by arjo technician who found that the slot in the clip was worn. The sling was manufactured in 2017, the sling label was unreadable. In the instruction for use provided with arjo sling (max81785m-int) there is an indication that: before each use the caregiver should check all parts of the sling: ¿if any parts of the sling is missing or damaged- do not use the sling. Check for:fraying loose stitching, tears, fabric holes, soiled fabric, damaged clip, unreadable or damaged label.¿ ¿the slings should be checked before and after use with each resident [¿].¿ arjo technician inspected all slings available at the customer facility. Based on the inspection result the customer decided to replace worn slings. To sum up, arjo passive floor lift and clip sling were used as a system for a patient transfer when one of the shoulder clip detached, and from that perspective, the system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the allegation of the clip detachment during transfer.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
Arjo representative was informed about an event involving clip sling and maxi move passive floor lift. It was reported that a patient was transferred from a bed to a wheelchair. During the middle phase of transfer ( the resident was lifted away from the bed) the right shoulder clip detached from the spreader bar. The patient fell out from the device on the floor. As an outcome of the event resident sustained a head injury which was treated with 3 stitches to close the wound. The sling was withdrawn from use.